Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer reported that there was a red x on the display. The customer's blood glucose was 185 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that there were no other alarms after the critical pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and was unable to completely download boot loader trace file due to currently being constantly stuck in critical pump error. The insulin pump was unable to download due to severe corrosion on all electronic assemblies also, had severely corroded force sensor assembly and motor home switch. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, cracked case on the battery tube area, cracked battery tube threads and peeling end cap address label.